Manufacturer narrative:
The manufacturer received information alleging an issue related to a remstar auto a-flex device's sound abatement foam. The manufacturer received information alleging respiratory eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, inflammatory response. There was no report of serious or permanent patient harm or injury. The patient required no medical intervention. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging an issue related to a remstar auto a-flex device's sound abatement foam. The manufacturer received information alleging respiratory eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, inflammatory response. There was no report of serious or permanent patient harm or injury. The patient required no medical intervention. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.